Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
The patient stated that the infusion device was delivering an inaccurate amount of insulin. The patient's blood glucose levels were elevated. No adverse event reported. Return of the suspect device was requested for evaluation.